Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Event description:
As reported to coloplast, though not verified. The patient had a restorelle mesh implanted on (B)(6) 2019. From 2021, the patient reportedly had urinary frequency, incontinence, exposure/ erosion of vaginal mesh, fever, pain, urinary tract infections, muscle weakness, prolapse and bleeding. Cystoscopy, bladder stone/ foreign body lasering, rectus harvest, sling excision and drainage of abdominal wall fluid were performed.